Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight characteristic is male/5 years old/18 kg. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the following lead /device models: 4951, 4965, 6917, 4068, 4568, 5071, 4024, isp 13 f6, minix8341, kappa, enertrax, and minuet 7108. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without the specific model number(s), it is not possible to assure the specific p roduct correction number referenced in the article is listed in this report. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿twenty years experience with pediatric pacing: epicardial and transvenous stimulation.¿ european journal of cardio-thoracic surgery 17 (2000) 455-461. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads and implantable pulse generators (ipgs). There were reports of increasing stimulation thresholds, early battery depletion, lead fracture, lead dislocation, sensing dysfunction, exit block, infection, cutaneous fistula, granuloma, erosion, and low thresholds. There were re-operations/intervention required. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead/device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.